Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient underwent implantation of the superflex aspheric 920h iol on (B)(6) 2009. A small posterior capsular tear occurred during iol implantation and an anterior vitrectomy was performed. The patient also underwent a yag laser capsulotomy and left arcuate keratotomies for residual astigmatism on (B)(6) 2009 and bilateral retinal detachment repairs in 2015. Opacification of the iol occurred on an unknown date in the post-operative period. The healthcare professional proposes to explant the opacified superflex aspheric 920h iol. The explantation procedure was planned for (B)(6) 2017. In correspondence with rayner, the healthcare professional stated "this is slightly complicated by the fact he has previously undergone retinal detachment surgery involving a vitrectomy approach, the plan would be to exchange his right iol for a sulcus fixated monofocal". The rayner risk analysis identifies the following as potential causes of opacification; use of alteplase (r-tpa), use of intraocular gases during vr surgery, combined cataract and vitrectomy - currently idiopathic opacification, incompatibility with other medical technologies (e.g. Ovd, vr surgery materials, MRI, x-ray, corneal surgery). The root cause of the development of opacification in this case has not been established at this time. The healthcare facility will be returning the lens, once explanted, to rayner for analysis. As this report pertains to the development of opacification, the lens will be sent to a third party independent laboratory to undergo structural and ultrastructural analysis (light microscopy, scanning electron microscopy and energy dispersive x-ray fluorescence spectroscopy (edx)). Device not returned to manufacturer

Event description:
On (B)(6) 2017, rayner intraocular lenses limited received notification of an event that occurred following implantation of a superflex aspheric 920h iol. The event description provided states that opacification of the iol occurred in the post-operative period.